Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish a connection using the ipg following an unrelated surgical procedure 4 weeks ago (date unknown), it was noted the ipg was not placed in surgery mode prior to the procedure. A company representative met with the patient and attempted troubleshooting, the patient controller reflected the error message: "connection problem with the generator. The representative attempted to connect with the clinician programmer and the error message: "system encountered a problem, contact sjm if the issue persists," appeared. Multiple attempts were tried, but to no avail. The next course of action has yet to be determined at this time.